Manufacturer narrative:
Log file analysis - one vad disconnect alarm on (B)(6) 2015. A vad disconnect alarm occurred on (B)(6) 2015 at 2:18:07. The alarm cleared but was followed by an electrical fault alarm a few seconds later. A vad stopped alarm occurred 15 minutes later, or at 2:23:32, after which the electrical fault alarm cleared. Log file analysis confirmed the reported event as stated in the event details. A controller was returned for evaluation. The pump was not returned for analysis as it remained implanted. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the device revealed that the device met specifications; the controller passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple vad disconnect/vad stop and electrical fault alarms on (B)(6) 2015. Clinical factors that might have contributed to the patient continuing to drop the controller could be related to the mentioned encephalomalacia. Encephalomalacia is the softening or loss of brain tissue after cerebral infarction, cerebral ischemia, infection, craniocerebral trauma, or other injury. The most likely root cause of the reported event can be attributed to a tensile force on the driveline connector, which can result in partial loss of electrical continuity. Based on the event details, the root cause of the tensile force can be attributed to the patient accidentally dropping the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital through the emergency room (ER) with "flu-like symptoms" and was subsequently diagnosed with (B)(6) bacteremia after presenting with fever, malaise and weakness. A computed tomography (CT) scan of the head was ordered on admit to evaluate some transient visual disturbances the patient had been experiencing. The CT scan revealed a right frontal encephalomalacia. While in the hospital the ventricular assist device (vad) coordinator interrogated the controller and discovered a "vad stopped" alarm on (B)(6) 2015. The patient stated that he had dropped his controller while in the bathroom and the controller alarmed. He checked the driveline connection and the alarm resolved without issue. The patient was reeducated on the importance of the driveline, controller and connection care by the coordinator. The patient dropped the controller again on (B)(6) 2015 while inpatient and the controller alarmed "electrical fault". The bedside nurse exchanged the controller to the backup unit and the alarm resolved. They were unable to reproduce the alarm with the backup controller. Several hours after the controller exchange on (B)(6) 2015, the patient was diagnosed as being septic with (B)(6) bacteremia and was somnolent. The vad coordinator stated that the "driveline site looks great". A repeat CT scan of the head revealed the development of a left frontal intraparenchymal hemorrhage (iph). The patient's inr at this time was 5.0. The hospital held the patient's warfarin and aspirin and gave him 0.5mg IV of vitamin k. A transthoracic echo (tte) revealed severe global hypokinesis and evidence of a small patent foramen ovale (pfo) but no intra-cardiac thrombus. A lower extremity duplex was negative for a deep vein thrombosis (dvt). A repeat CT scan of the head on (B)(6) 2015 showed a stable appearance of a right frontal iph. Later during the day on (B)(6) 2015, the patient was "noted to have diffuse weakness and sensory loss essentially from the arms down. He was grossly insensate below the t3-4 level with variable preservation of sensation in the arms. He was completely plegic in the legs and had very minimal movement in the arms limited to weak shoulder abduction. His cranial nerves remained intact and mental status remained at baseline. [The treating facility was] concerned for cervical infarct, abscess or hemorrhage and a CT of the c-spine with contrast was obtained [which] was unfortunately unrevealing." The treating facility stated that the etiology was not entirely clear but they believe an embolic cervical cord infarct seem most likely. The durable power of attorney for the patient chose to withdraw care for the patient when the patient became obtunded.

Manufacturer narrative:
The device remains implanted and will not be returned to the manufacturer for evaluation. The controller is going to be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications, the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.